Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area and the free margins of leaflets 2 and 3. Calcification is minimal to moderate in the cusp area and moderate in the free margins of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Extrinsic calcification is evident and heavy in the free margins. A gap is noted at the coaptation region. Minimal to moderate host tissue overgrowth encroached onto the tissue, at both aspect, and into the orifice by at the greatest point by approximately 3-4mm. Host tissue is minimal to moderate stent outflow. The x-ray demonstrates calcification.

Event description:
Reference MFR reports: 1627487-2010-01750, 1627487-2010-01744, 1627487-2010-01745, 1627487-2010-01746, 1627487-2010-01748, and 1627487-2010-01749.

Event description:
It was reported by (B) (4) sales representative that a 2800, 21mm valve was explanted on (B) (6)2010 after a 79.87 month implant duration due to unknown reason(s). The valve is available for return. It will be kept in the lab department for 30 days. Send return kit to: (B) (6)" cvors, at (B) (6) hospital. No additional information is available at this time. On (B) (6)2010 call to (B) (4) from (B) (6) at (B) (6) hospital re: she has device to return does not know the complaint number but she will write patient's info. On (B) (6). Patient asked her if she could get the report as to why the valve was explanted. Advised patient to see her surgeon. Surgeon will receive a full evaluation report from edwards. (B) (4) also requested an operative report, pathology report, echo, etc.

Manufacturer narrative:
No product return.:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.